Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the internal components of the attachment device were missing. It was noted that the ball-bearings fell apart, missing balls, the cage was not present, and the cage was slightly damaged. It was further determined that the device failed pretest for temperature, vibration, and cutter insertion. It was noted in the service order that before use it was observed that the attachment device could not be used. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.